Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = the device was received and evaluated at the service center. The reported complaint that the device had a blurry stain on the optic, was confirmed. It was found that the optics along with the distal tip were damaged. Also the shaft was found to be worn. The damaged components of the device were replaced, the unit was cleaned, tested and found to be working according to specifications. User mishandling or a possible fall would have most likely caused the physical damage to the device. Also it is possible that the distal tip would have been damaged due to a contact with a sharp instrument during a surgical procedure. The worn shaft would have been a result of prolonged usage of the device over time. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that the hd epscp,4.0,30,175,cw_storz device had a blurry display and a stain on the optics. There was no procedure nor patient involvement reported. No additional information was provided.